Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information from the nurse from (B)(6) of peritonitis bacterial with (B)(6) in a (B)(6) female patient coincident with dianeal pd2 unknown bag therapy. In 2007, the patient started treatment with dianeal pd2 unknown bag, (12l, over 9 hours daily, ip), intraperitoneally (ip) for renal failure. On (B)(6) 2011, the patient was diagnosed with peritonitis and received the remedial medication of ceftriaxome (2gm, daily for 5 days, ip) then on (B)(6) 2011, the patient received vancomycin (1gm, every three days, ip). On (B)(6) 2011, the patient received the remedial medication of ceftazidime (1gm, daily, ip). On (B)(6) 2011, the patient was hospitalized then on (B)(6) 2011 the patient was discharged. On (B)(6) 2011, the baxter representative contacted the peritoneal dialysis nurse. She reported that the patient was hospitalized and that the patient was discharged. The event of peritonitis was considered recovered. The baxter representative contacted the patient who reported that she had been hospitalized in the first days of (B)(6) 2011 and during the hospitalization she received "some drugs". The dianeal therapy was ongoing. The nurse reported that the event of bacterial peritonitis with culture positive for staphylococcal aureus was not related to the dianeal pd2 therapy.